Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted.

Event description:
It was reported that during follow-up, ventricular oversensing and inappropriate hv therapies due to suspected lead fracture were noted. Lead revision was scheduled. Patient condition was good after the event.